Event description:
Additional information reported that the flipped pump was not confirmed. It was suspected per patient that the physician implanted her pump wrong since pump revision was considered.

Event description:
It was reported that patient initially lost weight, but over the last couple of months she gained about 20 pounds. She felt pain at the pump site "occasionally" since the weight gain. Patient typically received pump refill every 3.5 months, and at the last 3 refills, the pump had been found flipped. Patient had to go to x-ray department for imaging and health care professional (hcp) had to "manually flip the pump" before the refill procedure began. Patient had her last refill on (B)(6) 2012; her next refill was scheduled for (B)(6) 2012. The hcp mentioned the pocket revision option with the patient. It was noted that patient had "no falls or trauma" and she had facial spasms. The device system was used to deliver baclofen. Additional information was requested, but it was not available as of the date of this report.

Event description:
Additional information: it was reported that pump was still loose and a revision needed to be done to sew the pump in place. The patient stated that "it has been two years this week". The patient was upset about the cost to revise the pump. The patient stated that she loved the pump and it was helping great. The patient did not know there was an issue with the pump being loose until going in for a refill in (B)(6) 2011, which was the first refill following implant. The pump had been loose since. The patient stated that they wanted to do surgery (B)(6), however, that didn't work. The patient stated that she is going in for a revision to keep the pump sewn in. The patient was unsure what to do and was not happy. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that 5 years ago, the patient needed a revision to be done because the surgeon did not tack the pump good enough so the pump flipped in place for refills. No out of box failure was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on 2017-apr-27 reported the cause of the surgeon not tacking the pump good enough was not determined. It was stated the surgeon said, "things happen." It was noted that the surgeon was not concerned, but a revision (or whatever it is called) was recommended because even from the very first refill they had to do it under x-ray and flip the pump over to fill it. The patient's weight at time of event was (B)(6). It was also noted that they did offer to do a surgery to retack it, but the patient noted they could not afford it at that point. It was also noted the patient was paying more at every refill due to doing having to fill the pump under x-ray. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the business partner. It was reported that the patient initially lost weight, but, over the last couple of months she gained about(B)(6). It was reported that since the weight gain, the patient experienced occasional pain at her pump site. The patient reported that she typically received a pump refill every 3.5 months. At the last three refills the patient¿s pump was found flipped. As a result, the patient indicated that at each refill she had gone to the radiology department for imaging and a healthcare provider (hcp) manually flipped the pump before beginning the refill procedure. The patient reported that her last refill occurred on (B)(6)2012; her next refill was scheduled for (B)(6)2012. The patient discussed the option for pocket revision with her hcp. She also mentioned that she had experienced facial spasms. On *b)(6)2012 it was reported that the patient was still having concerns with their device/therapy, but had not sought further help regarding their baclofen pump. It was noted that the patient could not afford the cost of a revision procedure. On (B)(6)2012 it was reported that the patient¿s next refill was scheduled for (B)(6) 2012 and she was possibly seeking a new physician. On (B)(6)2012. The patient reported that she was experiencing back, leg, and foot issues of which she had always had before her pump. The leg issues were due to spasticity. The patient¿s foot was swollen, and they had ruled out all fractures. An hcp referred the patient to an orthopedic. The patient noted the pump was helping great. The pump was however loose and a revision was planned to sew the pump in place; it had been two years this week¿/ since (B)(6) 2011 since the pump was loose. It was further noted that the patient did not know there was an issue with the pump being loose until going in for the first refill following surgery beginning in (B)(6) of 2011. The device pocket was sensitive at times, and she always needed to have an x-ray performed in order to determine which way the pump needed to be for it to be refilled. On (B)(6)2017. The patient reiterated the events of (B)(6)2012 (5 years ago) reported as a revision was planned to sew the pump in place; the pump was loose and she had to have an x-ray performed in order to determine which way the pump needed to be for it to be refilled was clarified as a revision needed to be done because the surgeon did not tack it in good enough so the pump had to be flipped in place for refills. On (B)(6)2017, additional information was received which indicated a (B)(6) patient at the time of reported events. Medical history included the patient experienced an allergic reaction. On an unknown date, the patient had asked about the pump flipping and the surgeon said things happen and was not concerned. During refills the office had to do it under x-ray due to the flipped pump. The surgeon had offered to do a surgery to retack the pump but the patient declined due to cost. As of (B)(6)2017, the cause of the pump flipping was undetermined. On (B)(6)2017, additional information was received. On an unspecified date (years ago), the patient experienced a hemifacial spasm (event onset was not specified). On (B)(6)2017, a synchromed ii (model # 8637-40) was implanted (implantation reason was not specified). As of (B)(6)2017, the patient had left her state due to a hurricane, and was unable to go back to her normal pump management physician for a previously scheduled refill on (B)(6)2017. As the patient could not utilize a computer due to her hemifacial spasm, she contacted the manufacturer to request a listing of managing physicians in the state she would be located in at the time her refill was due. The patient's current treatment included baclofen at an unknown concentration and dose. No additional information was provided. On (B)(6)2017, additional information was received from a physician's assistant on behalf of the managing physician. The patient's race was identified as caucasian. Additional medical history included spasms (indication for intrathecal baclofen treatment). Concomitant products included hydrochlorothiazide (hctz), estriol (estrogen), losartan, hydralazine, omeprazole, singulair (montelukast), metoprolol, sumatriptan, and eliquis (apixaban). The previously reported hemifacial spasm was confirmed as a historical condition with an onset prior to the initiation of intrathecal baclofen treatment. The (B)(6)2017 synchromed ii pump implantation was due to end of battery life, with no associated events noted. The previous report of a flipped pump was described as not an issue, was able to fill pump under fluoroscopy every time. The pump was refilled on (B)(6)2017. There were no changes to treatment plan other than the referral for a new pump (previously reported). As of (B)(6)2017, the patient was being treated with intrathecal baclofen 500 ¿g/ml at 155 ¿g/day. No additional information was provided. No further complications were reported.

Event description:
The patient was still having concerns with their device/therapy, but had not sought further help regarding their baclofen pump. It was noted that the patient could not afford the cost of a revision procedure.